Event description:
It was reported, the patient programmer displayed a "call your doctor" icon and also a power-on-reset (por) condition message. The por occurred after a surgery approximately three weeks prior to report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30 lot# serial# (B)(4). Implanted: 2008 (B)(6), product type lead product ID 37752 lot# serial# (B)(4). Implanted: 2008 (B)(6), product type recharger product ID 37743 lot# serial# (B)(4). Implanted: 2008 (B)(6), product type programmer, patient product ID 3708140 lot# serial# (B)(4). Implanted: 2008 (B)(6), product type extension product ID 3708140 lot# serial# (B)(4). Implanted: 2008 (B)(6), product type extension. (B)(4).